Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide separation was confirmed. The foot retraction issue and device entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. In this case, it is possible that high angle of insertion or excessive downward force due to the reported calcification contributed to the separated guide and resulted in the foot retraction issue. The un-retracted foot would ultimately result in difficulty removing the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a proglide device, using a pre-close technique via a 6f sheath, prior to an impella interventional procedure. Reportedly, the sutures of the first proglide device were successfully pre-placed. When an attempt was made with a second proglide device, the sutures deployed; however, the device became stuck. The foot was not able to be closed. The device separated at the guide and the sheath portion remained in the patient anatomy. Extensive attempts were made to remove the proglide device; however, the device could not be removed. The patient was taken to surgery and a cut down procedure was performed to remove the proglide device and arterial repair was performed. The patient was put under general anesthesia for the cut down/arterial repair surgery. Hemostasis was achieved with surgical suturing. Hospitalization was prolonged and a clinically significant delay occurred due to the surgical procedure performed. There was no reported adverse patient sequela no additional information was provided.